Event description:
Patient was to go down for chest cta. Cooling protocol was in progress. Patient disconnected form equipment but wraps were left on patient. Left equipment running at bedside to connect and to restart cooling on return. Was told not to shut off, would affect timer on equipment so left running. Machine with malfunction message would not restart on patient return from cta testing. Packed patient in ice packs and notified physician/charge rn. Additionally, the patient's condition declined and the patient was transferred to higher acute hospital. Per site reporter: manufacturer was notified of this issue and sent a field service rep to inspect the device. Stryker field service rep inspected device and determined the device was working as intended. When the device was in use, the device was disconnected from the patient and left running. While left running an obstruction was indicated by the device. This will issue an alarm for staff so they can address the obstruction. In this case no one responded to the obstruction alarm and the device went into shutdown mode. When the patient returned from their treatment, the unit was unable to start. Staff had no way to reset the shutdown mode of the device. According to the stryker fsr, the only way to reset the shutdown mode is to access the maintenance mode of the device and reset from there. In this case with the device in shutdown mode and no other alternate therapy device was available.